Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system after replacing reservoir. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. Alarm occurred during the rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.